Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on unknown date. During the procedure, the clip failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.